Event description:
Reporter stated that she did a meter to lab comparison test, in a fasting state. Her meter reading was 384 mg/dl an hour after the lab test result of 140 mg/dl. No symptoms were reported. The reporter did not have control solution available for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8